Event description:
This is report 1 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment was not reported. Two days later, the patient was discharged from the hospital. Patient outcome was not reported. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13c05115 and h13b04110 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.